Manufacturer narrative:
Results: the indigo system separator 8 (sep8) atraumatic tip was separated from the bulb. The sep8 core wire was fractured just distal to the bulb, and the wrapping wire was unwound. Conclusions: evaluation of the returned device revealed the distal atraumatic tip was fractured off the distal tip of the bulb. If the sep8 is forcefully manipulated against hardened thrombus, the core wire may begin to deform. If the sep8 is then repeatedly manipulated in this manner after the core wire begins to deform, the core wire may become fractured. If the sep8 is further manipulated once the core wire becomes fractured, the wrapping wire may become fractured, and the atraumatic tip may become separated from the bulb. The indigo system aspiration catheter 8 (cat8) mentioned in the complaint was not returned for evaluation. Penumbra separators and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a pulmonary embolism using indigo system separators 8 (sep8s). During the procedure, while manipulating (advancing and retracting) a sep8 and an indigo system aspiration catheter 8 (cat8) during the first pass, the hospital technologist experienced resistance and subsequently, the distal tip of the sep8 broke in the patient's right lower lobe. The physician attempted to aspirate the broken sep8 tip using the cat8; however, it was not successful. The procedure was completed using a new sep8 and the same cat8. There was no report of an adverse effect to the patient.